Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. No motor error alarm or unexpected no delivery alarm during testing. The device was received with all operating currents within specification and it passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and displacement test. The motor was tested outside the device and it passed. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with their insulin pump. The customer's blood glucose level at the time of incident was 250mg/dl. The customer had received motor error and no delivery alarms. The customer also received button error. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the customer continues to get no delivery alarms with the replacement that was received. It was stated that the customer has had to change the infusion sets five times, and has had to go back to the old device. The infusio sets were discarded. Advised to prime the current infusion set on the new device, and they get the alarm again, to call back to troubleshoot.